Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient was experiencing burning sensation at the ipg pocket site. Patient was unsure if they were receiving effective pain relief due to burning sensation being too significant. In turn, surgical intervention was undertaken wherein the entire system was explanted, which addressed the issue.